Event description:
The penta was advanced through another company's guiding catheter, but it became stuck on the guide wire before reaching the lesion. An attempt was made to remove the penta with the guide wire, but the penta did not come off the guide wire. Upon pulling harder (contrary to IFU), the distal tip of the penta was noted to have separated and was on the guide wire. The system was removed and another one was used. No patient injury was reported.